Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states that a pharmacy tech noticed a black hair inside the syringe while drawing up lovenox medication under the hood.

Manufacturer narrative:
The device history record (DHR) for lot 509716x indicates that units were produced on 4/2/2015. There were no issues found in samples inspected from the lot. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product or described changes that occurred. Process monitoring data were reviewed and there were no issues. A review of the machine setup was conducted and there were no issues. No issues were found during the observation of the machines in their current state. A non-conformance was observed during the DHR review. The issue was not related to the reported condition. Visual examination of the samples showed that inside the syringe, a matter that appears to be a piece of hair was stocked to the barrel. The issue reported by the customer is confirmed. The most likely root cause of the hair is that the operators wore hairnets that did not cover the entire head, thereby allowing loose hair to fall into the product. Strict measures to prevent the introduction of contaminates are adhered to during all facets of production, including the required use of smocks and hairnets/beard covers by all company associates that manufacture and handle the product. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from needle lots are visually examined for any issues including contamination. The lot met all acceptance requirements and was released. Corrective and preventative action: the production department for safety focus factory was notified of this incident during the monthly department meeting. Also it was reinforced by the supervisor to follow gmp (good manufacturing practice). This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.